Manufacturer narrative:
The customer reported tubing separation of the lower fitment, and returned photos and 750 unopened samples of material 2426-0007, reported lot 25029361. The condition of separation at the lower fitment was confirmed in only one sample tested. According to our statistical sampling procedure for testing, only 58 samples need to be tested. The one sample verifies the complaint. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. On march 21, 2025, a guide was added onto the medica solvent dispenser to assist production staff in guiding the tube to the insertion point. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. .

Event description:
It was reported that bd alaris smartsite pump infusion set. The following information was received by the initial reporter with the following: it was reported by customer that the long tubing is breaking/ being dislodged where the tube meets the blue piece (where the tubing fits into the pump).